Event description:
It was reported that the device would not complete the boot up cycle on ac or dc power. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control will be evaluating/repairing the device and submit a supplemental report on this event to FDA as provided by 21 cfr 803.56